Manufacturer narrative:
(B)(4). All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a zxt225 26.5 diopter intraocular lens (iol) was implanted in the patient's right eye (od) on (B)(6) 2017. It was later explanted on (B)(6) 2018, because the patient was not happy. Reportedly, there was nothing wrong with the lens just an exchange. There was no incision enlargement, no vitrectomy, and no sutures used. The replacement lens was a zcb00 24.0 diopter lens. Reportedly, there was no patient injury and the patient is doing great post-operatively. No additional information was provided.

Manufacturer narrative:
Device available for evaluation? Yes. Returned to manufacturer on: 02/21/2018. Device returned to manufacturer? Yes. Device evaluation: the sample was returned to the manufacturer. Visual inspection was performed and the product was cut in pieces, most probably to make explant possible. Considering the condition of the returned lens, further analysis is not possible. The reported complaint cannot be confirmed. Manufacturing record review: manufacturing record review of the production order and related document revealed that the product was manufactured and released according to specification. There was no discrepancy found during the review. A search revealed that no similar complaints were received for this production order. Conclusion: based on the investigation results there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.